Manufacturer narrative:
Results: there was an approximately 3.0 cm long damage section on the distal portion of the returned jet7, approximately 2.0 cm from the distal tip. The catheter coil winds were offset, and the liner appeared to be damaged within catheter lumen. Conclusions: evaluation of the returned jet7 revealed coil wind damage on its distal end. This damage may have been a result of the reported difficulty experienced when attempting to retract the non-penumbra stent retriever through the jet7. If the catheter becomes damages such that the coil winds and liner are disrupted, it may occlude the catheter when attempting to flush. The reported inflation was likely a result of the catheter damage but occurred post-procedure and is incidental to the difficulty experienced retracting the non-penumbra stent-retriever. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that section h. Box 10/11. Is being corrected on this follow-up #1 MFR report number (B)(4). Results: the catheter was stretched from approximately 129.0-132.0 cm from the hub. The catheter coil winds were offset, and the liner appeared to be damaged within catheter lumen. During functional testing, the device was only partially able to be flushed during decontamination due to the distal tip damage occluding the lumen. Conclusions: evaluation of the returned jet7 revealed stretch damage on its distal end. This damage may have been a result of the reported difficulty experienced when attempting to retract the non-penumbra stent retriever through the jet7. If the catheter becomes damages such that the coil winds and liner are disrupted, additional damage may occur when injecting through the catheter. The reported inflation was likely a result of the catheter damage but occurred post-procedure and is incidental to the difficulty experienced retracting the non-penumbra stent-retriever. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, after making a successful pass using the penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity) and a non-penumbra stent retriever with a neuron max 6f 088 long sheath (neuron max), the physician was unable to retract the stent retriever through proximal end of the jet7. Therefore, the jet7 was removed containing the stent retriever. It was reported that the physician removed the stent retriever from the distal end of the jet7 and attempted to flush the catheter with saline on the back table; however, the flush did not exit out of the jet7 and the distal tip was found to be inflated. The physician was satisfied after making a successful pass resulting in a thrombolysis in cerebral infarction (tici) 3 and decided to end the procedure. There was no report of an adverse effect to the patient.